Event description:
Plaintiff alleges that as a result of repeated exposure to the latex gloves, she was caused to suffer severe and immediate reactions upon re-exposure to latex. Further alleges sustaining the following: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, facial swelling, extreme discomfort, depression and emotional distress. Plaintiff's husband, alleges loss of consortium of his wife.